Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805.

Event description:
Foggy image. This event occurred at the time of during inspection. There was no report of patient harm.